Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was 26 mg/dl. Customer stated that he fell broke his arm, hit his head and had to get stitches on his head. Nothing further was reported.